Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to sensor failure, patient noticed the sensor wire protruding from her skin at insertion site. Patient removed the wire from her skin. At the time of a follow-up call from technical support to patient on (B)(6) 2013, patient reported being in fine condition.